Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, left hip dislocation.

Manufacturer narrative:
Report submitted in error.